Manufacturer narrative:
He complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost two years after the dental implant and abutment were placed in ada site 13, the implant lost osseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
He complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that almost two years after the dental implant and abutment were placed in ada site 13, the implant lost osseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).